Manufacturer narrative:
Investigation evaluation as reported, a cook single-use holmium laser fiber broke during laser lithotripsy procedure involving flexible ureteroscopy (furs) and the insertion and removal of a stent procedure. During the laser surgery, aimed at treating a renal stone, the surgeon heard a popping sound. Subsequent inspection revealed water leakage at the junction between the white plastic handpiece and the black fiberoptic shaft of the flexible ureteroscope. A green laser light was also observed at this site, indicating a break in the laser fiber and perforation of the fiberoptic scope, which caused the water spill. The laser was promptly turned off and when the fiber was removed, it was found broken at about 62cm from the distal tip. Both the laser fiber and flexible ureteroscope were replaced and the procedure was completed. The aiming beam appeared clear and rounded/oval prior to use. As reported, the patient did not require any additional procedures due to this occurrence. There was no harm to the patient or staff. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, were conducted during the investigation. A device failure analysis was unable to be conducted as the device was not returned by the customer. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿warning ¿do not bend fiber at sharp angles.¿ ¿precautions ¿never subject fiberoptics to sharp bends in handling, use, or storage.¿ ¿how supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since theprevious medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 (customer person) - postal code: bt476sb . E3 occupation: sister. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook single-use holmium laser fiber broke during laser lithotripsy procedure involving flexible ureteroscopy (furs) and the insertion and removal of a stent procedure. During the laser surgery, aimed at treating a renal stone, the surgeon heard a popping sound. Subsequent inspection revealed water leakage at the junction between the white plastic handpiece and the black fiberoptic shaft of the flexible ureteroscope. A green laser light was also observed at this site, indicating a break in the laser fiber and perforation of the fiberoptic scope, which caused the water spill. The laser was promptly turned off and when the fiber was removed, it was found broken at about 62cm from the distal tip. Both the laser fiber and flexible ureteroscope were replaced and the procedure was completed. The aiming beam appeared clear and rounded/oval prior to use. As reported, the patient did not require any additional procedures due to this occurrence. There was no harm to the patient or staff.